Event description:
Had arthroscopic inferior capsular shift right shoulder with intra-articular placement of pain catheter with 0.5% marcaine infusing. Now has been diagnosed with "significantly advanced chondrolysis of the glenohumeral joint, essentially bone-on-bone contact. Will require future hemiarthroplasty/resurfacing type replacement with biologic resurfacing of the glenoid could be an option." Dose or amount: marcaine 0.5% 100ml. Frequency: 2ml/hr. Route: intra-articular. Dates of use: 2007. Event abated after use stopped or dose reduced?: no. Diagnosis or reason for use: arthroscopic capsular shift right shoulder-postop pain.